Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b4, b5, d10, g3, g6, h2, h3, h4, h6, h11. D10 - concomitant devices - persona cemented stemmed tibial component right size f catalog #: 42532007502 lot #: 65553363, persona cruciate retaining standard femoral component right size 10 catalog #: 42502606802 lot #: 65486807 the reported event could not be confirmed as medical records were not provided. The device history records were not reviewed as the event was determined to be unrelated to the implanted device. Disease progression of osteoarthritis can continue in native bone structures as a patient continues to age. Other patient comorbidities, lifestyle, physical activities and some medications can increase the patient's risk for progressive osteoarthritis, with females having an inherent risk. Partial knee replacements are performed to decrease pain and increase flexibility, mobility and overall improve quality of life while being a less invasive approach. However, patients with disease progression of osteoarthritis in the affected joint develop knee pain and decrease in joint flexibility and as osteoarthritis progresses, a loss of cartilage in the previously unaffected area of the knee can deteriorate to a point in which the patient may be advised to convert to a full knee replacement to alleviate symptoms. The root cause was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface and patellar resurfacing to address anterior knee pain secondary to progression of osteoarthritis approximately three (3) years post-operatively. Attempts have been made, however, no additional information is available.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface to address unknown complications approximately three (3) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona femoral component catalog #: ni lot #: ni, unknown persona tibial component catalog #: ni lot #: ni. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.